Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle had two needles instead of a single one. No serious injury or medical intervention was reported. Verbatim: "double tip subcutaneous needle. It was detected when the patient was punctured by (intravitreal puncture). When the hypodermic needle was opened for puncturing it was found two needles instead of a single one. A photo with the defective needle is attached."

Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (september 22-25th, 2018) during which 64 visual inspections were carried out with 1 rejection noted (#10844) related to defective cutting which would not affect the reported issue. Needles (#8253767) were assembled in machine nº4412 (september 17-29th, 2018) during which 541 visual inspections of 25 units each were performed with zero defects noted. Issues with epoxy dosage took place. Cannula batches #8130783, #8267710, #8130840, #8114992, #8107762 and #8234949. No samples have been provided. However, defect is confirmed thanks to picture, which show one needle without shield and an extra detached cannula on the hub (plastic part). Conclusion: based on our experience extra cannulas are produced during the cannula assembling process where the insertion of the cannula takes place using a rotary feeder which places every cannula into the hub. As a result of some isolated problem during the insertion, like epoxy dosage issue, some cannula could become detached and fall on the following needle (the affected one). Once the epoxy used to join the cannula with the hub was cured in the oven system, the cannula remained stuck on the epoxy and this was finally packed in the unit pack. This situation is more likely in small gauges (like the reported one) due to its low weight. Based on the preventive measures and our stringent sampling inspection, the probability of occurrence of this non-conformance should be very low and always, in sporadic cases.

Event description:
It was reported that bd microlance¿ needle had two needles instead of a single one. No serious injury or medical intervention was reported. "Double tip subcutaneous needle. It was detected when the patient was punctured by (intravitreal puncture). When the hypodermic needle was opened for puncturing it was found two needles instead of a single one. A photo with the defective needle is attached".